Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not recur after reset, and was advised to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.